Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involves a spiros closed male luer w/red cap that has leaking with adriamycin syringe. The event occurred at 9:00am and was in use for 1 hour. There was patient involvement, but no harm reported. The customer stated this represents roughly 75 leaks over 3 weeks.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation, however, a lot history review showed the lot number 4726709 to include a poppet with a molding anomaly on the sealing surface of the poppet sub-component that can lead to leakage. The product complaint is confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.